Manufacturer narrative:
(B)(4). Date sent: 7/19/2023. D4: batch # u5dt4y. Additional information was requested, and the following was obtained: please clarify what is meant by the following statement, ¿the operator fired the stapler but the anastomosis did not take place as the anastomotic rings were present but without the staples.¿ were there staples were in the anastomosis? Was the orange band on the device trocar completely covered after the anvil was attached as per the IFU? Answers: 1)the staples were present only on the proximal stump, on the side of the trocar. 2)yes the orange part was completely covered before the shooting. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh33b device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. For removal. To safely release the device from the newly formed anastomosis, turn the adjusting knob counter-clockwise for two complete revolutions. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number u5dt4y, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/3/2023. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please clarify what is meant by the following statement, ¿the operator fired the stapler but the anastomosis did not take place as the anastomotic rings were present but without the staples.¿ were there staples were in the anastomosis? Was the orange band on the device trocar completely covered after the anvil was attached as per the IFU? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hemicolectomy on the left colon, the surgeon used a manual circular stapler cod. Cdh33b. In the tissue approximation phase (rectum - sigmoid) the surgeon reports that the closure knob has started to rotate correctly until the orange indicator appears but that at a certain point it would have started to rotate without giving any tissue approximation feedback either tactile than visual (the indicator stopped at the beginning of the green range, around the height 2.2). The operator fired the stapler but the anastomosis did not take place as the anastomotic rings were present but without the staples. The operator reports that the fabric was very thick. The surgeon performed a colostomy to complete the procedure. The procedure successfully completed.